Event description:
It was reported the patient developed an infection from their implantable cardioverter defibrillator (ICD) on (B)(6) 2024; the ICD had been placed prior to implantation with the left ventricular assist device (lvad). They experienced fevers and had positive cultures for coagulase-negative staphylococci (cons). The infection was treated with intravenous (IV) vancomycin for 6 weeks. The patient passed away on (B)(6) 2024 due to cardiogenic shock, coronavirus disease (covid), refractory ventricular tachycardia, infective endocarditis, multisystem organ failure, and end stage renal disease. It was noted that the patient had developed renal dysfunction in (B)(6) 2020 and had been treated with intermittent hemodialysis (ihd). The renal dysfunction was determined to not be related or caused by the device. The patient had a history of ventricular tachycardia (vt) arrhythmia prior to left ventricular assist device (lvad) therapy and therefore the arrythmia was not thought by the site to be device or therapy related. The death was not considered to be device related and the device operated as expected. Related manufacturer reference number: 2916596-2024-05710 (renal dysfunction developed in (B)(6) 2020).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported outcome could not be conclusively determined through this evaluation. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. The IFU outlines potential adverse events that may be associated with the use of the heartmate 3 lvas, including death, multiple types of organ failure and dysfunction and cardiac arrhythmia. No further information was provided. The manufacturer is closing the file on this event.